Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip blew at 194,874 joules. No pt injury was reported. The device was not returned to american medical systems for eval.